Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with bolus through the insulin pump. The customer stated the insulin pump alarmed motion sensor test failure. Troubleshooting was performed. The alarm was not resolved during troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. No motion sensor test failure alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.